Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high, but not out of range, right ventricular pace impedances were observed with this device system. No intervention has been required and no adverse patient effects. The field and engineers confirmed all other measurements were stable.